Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combiset bloodline leak occurred at the start of a patient's hemodialysis (hd) treatment. It was reported that a large amount of air was observed pulling into the machine from the arterial line. As a result, the machine had air alarms that went off. The leak was reportedly coming from the piece that attaches the luer lock to the line itself. The operating technician verified that the leak was not caused by a loose connection. There were no leaks observed during the priming phase. The machine passed all pre-treatment testing without issues. The patient was utilizing a fresenius optiflux dialyzer and dialyzing on a fresenius 2008t machine. The technician noticed air was pulling into the arterial line and stopped the pump to verify all connections were secure. The technician then noticed blood was leaking out of the top of the luer lock connection piece even though it was securely connected. Subsequently, the patient¿s treatment was restarted with new supplies and they were able to complete their treatment on the same machine. The patient¿s estimated blood loss (ebl) was 100 to 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A sample was confirmed to be available for manufacturer evaluation; the faulty part of the tube was removed from the combiset, flushed, and placed in a biohazard bag.

Event description:
It was reported that a combiset bloodline leak occurred at the start of a patient¿s hemodialysis (hd) treatment. It was reported that a large amount of air was observed pulling into the machine from the arterial line. As a result, the machine had air alarms that went off. The leak was reportedly coming from the piece that attaches the luer lock to the line itself. The operating technician verified that the leak was not caused by a loose connection. There were no leaks observed during the priming phase. The machine passed all pre-treatment testing without issues. The patient was utilizing a fresenius optiflux dialyzer and dialyzing on a fresenius 2008t machine. The technician noticed air was pulling into the arterial line and stopped the pump to verify all connections were secure. The technician then noticed blood was leaking out of the top of the luer lock connection piece even though it was securely connected. Subsequently, the patient¿s treatment was restarted with new supplies and they were able to complete their treatment on the same machine. The patient¿s estimated blood loss (ebl) was 100 to 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A sample was confirmed to be available for manufacturer evaluation; the faulty part of the tube was removed from the combiset, flushed, and placed in a biohazard bag.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.